Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, higher than usual push force was required to advance the valve through the entire length of the 16fr esheath+. The valve was successfully implanted then the delivery system was removed, followed separately by the esheath+ with the introducer. Once the esheath+ was removed, the tip was observed to be ripped. The affected esheath+ is not available for return/evaluation.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The investigation is ongoing.